Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad issue. The patient reported that the up, down and okay buttons were "sticking" or freezing earlier today and now all keypad buttons are unresponsive. The patient stated that the contrast button is working and pump is going from light to dark screen contrast by itself. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the pump was returned with all of the keypad buttons normally responsive. No contamination was found on the button contacts. Moisture was found on the keypad connector. The cartridge compartment was found to be cracked.